Event description:
On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient experienced hyperglycemia and was hospitalized the same day. On (B)(6) 2010, while hospitalized, the patient developed peritonitis. On (B)(6) 2010, a peritoneal effluent culture was performed and the results were unknown at the time of reporting. Treatment for the hyperglycemia was not reported. Treatment for the peritonitis included unspecified antibiotic therapy. On (B)(6) 2010, the patient was discharged and was recovering from the events of hyperglycemia and peritonitis. Dianeal pd4 ambuflex therapy was ongoing. Per the nurse, the events of hyperglycemia and peritonitis were unrelated to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample is not available.